Event description:
It was initially reported that the videoscope had acetone blown through the scope; however, it was later reported that alcohol was blown through the scope. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus. The suggested event was not confirmed as it was not reproducible. There was a concern that acetone may have been used to blow out scopes instead of alcohol, but it was determined promptly that it was, in fact, alcohol that was used. It was confirmed that the user did not conduct improper reprocessing. It was confirmed by the reports that performance of reprocessing on the device was secured by following reprocessing steps in accordance with IFU. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.